Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and fibroids. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("lost some hair at first but its coming back now/hair loss"), thyroid disorder ("thyroid disorder"), loose tooth ("teeth rolling out/tooth loss"), tooth fracture ("they are cracking and degrading quicking"), tenderness ("it hurt to touched or have anything rubbing against me ") and arthralgia ("severe hip pain") and was found to have weight decreased ("weight loss, about 35 pounds") and hormone level abnormal ("my hormones went little wide"). The patient was treated with surgery (hydrothermablator endometrial ablation on (B)(6) 2011 and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, weight decreased, hormone level abnormal, loose tooth, tooth fracture and tenderness outcome was unknown, the alopecia was resolving and the arthralgia had resolved. The reporter considered alopecia, arthralgia, hormone level abnormal, loose tooth, menorrhagia, pelvic pain, tenderness, thyroid disorder, tooth fracture and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: loose teeth, tooth problems . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received :medical device removal event replaced with pelvic pain. New event of menorrhagia added. Patient¿s dob, essure indication added, medical history and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss, about 35 pounds") and hormone level abnormal ("my hormones went little wide") and experienced alopecia ("lost some hair at first but its coming back now/hair loss"), thyroid disorder ("thyroid disorder"), loose tooth ("teeth rolling out/tooth loss"), tooth fracture ("they are cracking and degrading quicking"), tenderness ("it hurt to touched or have anything rubbing against me ") and arthralgia ("severe hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight decreased, hormone level abnormal, loose tooth, tooth fracture and tenderness outcome was unknown, the alopecia was resolving and the arthralgia had resolved. The reporter considered alopecia, arthralgia, hormone level abnormal, loose tooth, medical device removal, tenderness, thyroid disorder, tooth fracture and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: loose teeth, tooth problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event severe hip pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss, about 35 pounds") and experienced alopecia ("lost some hair at first but its coming back now"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss, about 35 pounds") and hormone level abnormal ("my hormones went little wide") and experienced alopecia ("lost some hair at first but its coming back now/hair loss"), thyroid disorder ("thyroid disorder"), loose tooth ("teeth rolling out/tooth loss"), tooth fracture ("they are cracking and degrading quicking") and tenderness ("it hurt to touched or have anything rubbing against me "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased, hormone level abnormal, loose tooth, tooth fracture and tenderness outcome was unknown and the alopecia was resolving. The reporter considered alopecia, hormone level abnormal, loose tooth, medical device removal, tenderness, thyroid disorder, tooth fracture and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: loose teeth, tooth problems . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event it hurt to touched or have anything rubbing against me. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss, about 35 pounds") and hormone level abnormal ("my hormones went little wide") and experienced alopecia ("lost some hair at first but its coming back now"), thyroid disorder ("thyroid disorder"), loose tooth ("teeth rolling out") and tooth fracture ("they are cracking and degrading quicking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased, hormone level abnormal, loose tooth and tooth fracture outcome was unknown and the alopecia was resolving. The reporter considered alopecia, hormone level abnormal, loose tooth, medical device removal, thyroid disorder, tooth fracture and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: loose teeth, tooth problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter received. Reporter added. Added event my hormones went little wide and thyroid disorder. On 23-mar-2020: social media received: event teeth rolling out, they are cracking and degrading quacking added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.